Event description:
It was reported that the catheter was ¿contaminated¿ and the pump reached normal end of service (eos). The doctor had to replace both the pump and contaminated catheter in 2004. The reporter did not know the exact date. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# j0039953r, implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type: catheter. Product ID: 8703w, lot# j0039953r, implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type: catheter. (B)(4).